Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. Additionally, the pump supplies were in use for more than 3 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.